Manufacturer narrative:
(B)(6). Additional product code: hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: (B)(4), manufacturing date: 28-apr-2017, expiration date: 28-feb-2026, part #: 456.322s, lot#: h329115 (sterile) - 12 mm/130 deg ti cann troch fixation nail 170 mm - sterile. Quantity 6. Inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. Component parts reviewed: part 456.314.3 - lock driver tfn bp 55 lot: h091659, part 456.315.2 - 130 lock prong tfn bp 58 lot: h314470. Raw material part no: 21069 bp 80, 9833023 - raw material received from supplier (B)(4). Certificate of test received from ati meet specification. Raw material receiving/putaway checklist meet requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a short trochanteric femoral nail (tfn) nail on (B)(6) 2017 due to a fracture beneath the short tfn nail. The patient fell postoperatively and fractured beneath the nail. The intact nail was exchanged. There was no surgical delay. Concomitant devices reported: helical blade, distal screw, locking screw. This report is for one (1) 12 mm 130 degree cannulated tfn nail 170 mm. This is report 1 of 1 for (B)(4).